Event description:
It was reported that noise oversensing was seen on the rv lead. Back in (B)(6) 2018, impedance dropped from approximately 550 ohms to less than 200 ohms. Impedance appears to bounce up and down while in unipolar. Technical services (ts) suggested she turn mv off as they don't use it and turn accelerometer on. Ts explained that it looks like they have an actual lead issue on the rv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).